Manufacturer narrative:
The patient temperature was increasing during the call and the unit was functioning correctly. Based on this information, a senior quality assurance engineer determined that the device was functioning correctly and the event was likely not due to a component level malfunction. The staff confirmed no further action was needed from stryker as the patient was continuing to warm towards the target temperature. The automatic therapy setting is designed for rate controlled warming and to not significantly overshoot the target temperature, so there is likely no component level malfunction as the patient was continuing to warm towards the target temperature despite the slight deviation.

Event description:
No new information.

Event description:
It was reported that the temperature deviation alarm was occurring. The patient was a baby. The device was in auto mode with a current patient temperature of 32.4 at the beginning of call, then the temperature started increasing closer to the goal to 32.6, with a target temperature of 33.5. The current water temperature was 40 and the wraps feel warm to touch. No adverse consequence or clinically relevant delay in treatment was reported.